Event description:
Related manufacturer report number: 1627487-2022-04617. It was reported that the patient was experiencing ineffective therapy due to high impedances on the patient's right l5 and left l4 leads. As a result, the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.